Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiry date. The physician who performed the attempted stent removal procedure is dr. (B)(6) of (B)(6) medical ctr (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further information is identified, a supplement medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 27, 2018 that a wallflex esophageal fully covered stent was implanted to treat an 8 cm malignant stricture in the distal esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2018. Reportedly, the stent was implanted at (B)(6) medical center (B)(6). The patient's anatomy was not tortuous and was not dilated prior to stent placement. It was reported that the patient has undergone radiation /chemotherapy during the time following stent placement. According to the complainant, on (B)(6) 2018, x-ray was performed by another facility and found the stent had migrated into the stomach. Reportedly, on the same day, the patient was brought back to (B)(6) medical center (B)(6) and removal of the stent was attempted but without success. As per the physician, stent migration was not due to stricture resolution. Reportedly, the physician was comfortable leaving the stent in place and has no plan to remove the stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.